Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue; however, the fse did replace the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called mid-procedure to report an issue with arm 3. After draping and docking to the patient and inserting an instrument, the surgeon was unable to move the arm 3 instrument carriage upward. The instrument was removed, but the carriage remained in place and would only move upward when significant force was applied. The team re-draped and re-docked the system, but the issue persisted. For this procedure, the site undocked arm 3, moved it out of the sterile field, and continued the procedure using three arms.